Event description:
(B)(6) / I believe that the electromagnetic waves emitted by this machine affected my dog. I wore this device for about 7 hours per day, and I noticed behaviorial issues with the dog. I stopped using the device and the behavior improved. The company tells me that they did not test for animals being affected by using the device near them. This was a tremendous stress on my dog, and I now how guilt for putting him through this. Additional product details: ebi - biomet spinalpak 1 gatehall drive suite 303 parsippany, nj 07054 1-800-526-2579.